Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ multiflo¿ 3-way multiple infusion manifold disconnected multiple times during use. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd connecta¿ multiflo¿ 3-way multiple infusion manifold disconnected multiple times during use. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8005629. Our records show the reported lot was manufactured on 01/18/2018, and determined that this is the only instance of either separation or leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Based on investigation developed, the nogales team cannot confirm the defect because for this specific complaint, the customer didn¿t provide sample for evaluation or photo to evaluate failure mode reported, which is essential to perform a better investigation. However, were reviewed the process fmea rm5864, eurap2053001 and control plan hbg-002sp and there are proper controls in place to detect product malfunctions.